Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was), a 24mm watchman flx pro laa closure device & delivery system (wds) and versacross connect laac access solution were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician deployed the closure device in the laa of the patient, but it did not meet release criteria. The closure device was fully recaptured and removed from the patient. A new 27mm wds was then attempted but also did not meet release criteria. Another 27mm wds was then inserted and deployed in the patient. Three attempts were made to deploy this device and after the third recaptured a pericardial effusion with cardiac tamponade was noted. The physician performed a pericardiocentesis draining fluid from the patient. The procedure was ended with no closure device implanted in the patient. The patient was admitted to the hospital with the drain in place to be monitored overnight. The pericardiocentesis was unable to control the pericardial effusion. The patient's family was consulted about possible surgery with do not resuscitate (dnr) status that had been rescinded for the procedure. The family concluded that the patient would not want surgery, so the decision was made to cease tapping the effusion. The patient died shortly after.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Investigation summary: based on the available information, the device is unavailable for return, we have determined that the cardiac tamponade, cardiac perforation and death are a known inherent risk of use of this device. Device history record review: a device history record (DHR) review was could not be performed for the versacross rf wire as no batch number was reported, and a ship history cannot be performed since the upn was not reported. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross rf wire device confirmed that the event of cardiac tamponade, cardiac perforation and death are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross rf wire device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade, cardiac perforation and death are a known inherent risk of the versacross rf wire device. Cardiac tamponade, cardiac perforation and death are an expected procedural complication addressed within the IFU for the versacross rf wire. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was), a 24mm watchman flx pro laa closure device & delivery system (wds) and versacross connect laac access solution were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician deployed the closure device in the laa of the patient, but it did not meet release criteria. The closure device was fully recaptured and removed from the patient. A new 27mm wds was then attempted but also did not meet release criteria. Another 27mm wds was then inserted and deployed in the patient. Three attempts were made to deploy this device and after the third recaptured a pericardial effusion with cardiac tamponade was noted. The physician performed a pericardiocentesis draining fluid from the patient. The procedure was ended with no closure device implanted in the patient. The patient was admitted to the hospital with the drain in place to be monitored overnight. The pericardiocentesis was unable to control the pericardial effusion. The patient's family was consulted about possible surgery with do not resuscitate (dnr) status that had been rescinded for the procedure. The family concluded that the patient would not want surgery, so the decision was made to cease tapping the effusion. The patient died shortly after. It was further reported that no device defect was identified. The device used during the procedure was a versacross access solution transseptal system, not a versacross connect unit. No autopsy was performed. The official cause of death was cardiac tamponade resulting from an effusion that occurred during the watchman procedure. The procedure concluded at 3:40 p.m., and the patient was pronounced deceased at 6:30 p.m.